Event description:
This is an initial/final report. The following information was received from the field: during a coronary intervention after the package was opened, it was noticed that the stent was missing. The product was not prepped or clinically used.

Manufacturer narrative:
When the package of the cypher stent delivery system was opened, the account reported the stent to be "missing". This was originally suggestive of a missing component. However, inspection of the returned product revealed a partially inflated balloon with crimp markings suggestive of stent dislodgement. Based on the limited information, it is not possible to determine what factors might have contributed to the event. The product was returned for analysis. A non-sterile cypher stent delivery system (rx) was received coiled. The stent was not returned. The balloon was partially inflated. During microscopic examination the stent's marks were observed on the balloon. The manufacturing records for the lot involved were reviewed and results indicate that product met quality requirements for product acceptance. The exact cause of the failure reported by the customer could not be determined. Any additional information will be submitted within 30 days of receipt.